Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure the system turned off. Additional information has been requested but not received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information has been provided by the company representative. The event occurred before surgery. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event was replicated. The issue was attributed to non-conforming power cord, which had the cables detached from the plug. The company representative connected the cables to the plug to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 30, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to non-conforming power cord, which had the cables detached from the plug. The manufacturer internal reference number is: (B)(4).